Manufacturer narrative:
Retailer discarded product.

Event description:
Consumer alleges receiving a burn on her left leg from using a heating pad. There was not a report of property damage with this incident.